Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the pressure line from the sampling manifold to the blood outlet disconnected and was cracked. No pt involvement as this occurred during setup. Product was not used. Surgery was successfully completed.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).